Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "max filling with dark blue 2.7 ml for a full week. 3/22 to present" (B)(6) 2021: bd tech robin strogen, - "customer states that she received my email and that she sent pictures to the rcc. They feel they are true overfills and they are rejecting and then redrawing patients. They have not done any comparison studies on the overfilled tubes so no erroneous results."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: bd received 9 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "max filling with dark blue 2.7 ml for a full week. 3/22 to present." 05-april-2021: bd tech (B)(4) - "customer states that she received my email and that she sent pictures to the rcc. They feel they are true overfills and they are rejecting and then redrawing patients. They have not done any comparison studies on the overfilled tubes so no erroneous results."